Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain symptoms') in a female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain symptoms almost immediately after the implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe pain in back"), arthralgia ("severe pain in hips"), headache ("severe pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, bladder disorder, mental disorder, feeling abnormal and tooth disorder outcome was unknown. The reporter provided no causality assessment for bladder disorder, feeling abnormal, hypersensitivity, mental disorder and tooth disorder with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, menstrual disorder and procedural pain to be related to essure. The reporter commented: lawyer reported the manufacturing release date of essure lot # 846839 was 26 may 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: a new reporter (lawyer) and new adverse events added: allergic reactions, bladder problems, psychological problems, brain fog, dental problems. The essure lot number added. Lawyer reported the manufacturing release date of essure lot # 846839 was 26 may 2011. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain symptoms') in a female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain symptoms almost immediately after the implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe pain in back"), arthralgia ("severe pain in hips"), headache ("severe pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, bladder disorder, mental disorder, feeling abnormal and tooth disorder outcome was unknown. The reporter provided no causality assessment for bladder disorder, feeling abnormal, hypersensitivity, mental disorder and tooth disorder with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, menstrual disorder and procedural pain to be related to essure. The reporter commented: lawyer reported the manufacturing release date of essure lot # 846839 was 26 may 2011. Lot number:846839 manufacturing date:2011-04 expiration date:2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain symptoms almost immediately after the implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe pain in back"), arthralgia ("severe pain in hips"), headache ("severe pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in menstrual cycle") and menorrhagia ("abnormally heavy bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: summons was received. The lawyer was added as new reporter. It was reported that plaintiff experienced pain symptoms almost immediately after the implantation. The symptoms included severe (chronic) pain in the abdomen, back, hips and/or head. In addition, after implantation, plaintiff faced with extreme and chronic fatigue, memory loss, and problems concentrating. Changes in menstrual cycle also occurred. Those changes were often accompanied by abnormally heavy bleeding and hormonal problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.